Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular episode. The device delivered anti-tachycardia pacing (atp) which accelerated the rhythm. An electric shock was delivered which successfully converted the rhythm. Further information was received that this device exhibited oversensing which resulted in anti-tachycardia pacing (atp) delivered. No additional adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular episode. The device delivered anti-tachycardia pacing (atp) which accelerated the rhythm. An electric shock was delivered which successfully converted the rhythm. No additional adverse patient effects were reported. At this time, this device remains in service.